Event description:
Doing a routine tach change and noticed the tube was not functioning properly. The pt was experiencing desaturation and return volume was diminishing. The trach cuff was found to be leaking. The trach was replaced with a new one.